Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable under warranty and the reported device will be returned to verathon for evaluation. At the time of this report, the device has not been received. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. The customer indicated the procedure was completed with a backup glidescope system, which was made available for use within five (5) minutes. No harm to the patient or user was reported.